Manufacturer narrative:
The returned ipg sc-1132 (sn (B)(4)) was analyzed and no anomalies were found. Sc-8120-70 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The paddle lead was completely destroyed during the procedure. One of the proximal tips has flattened contacts, while the other proximal tip was bent. The proximal ends are fractured in multiple sections. Both lead tails were clean cut and cables are exposed. Review of the device history record revealed no anomalies when the lead was manufactured.

Event description:
A report was received that during the procedure, the physician fractured one of the lead tails while placing the lead in the ipg. The physician had a difficult time placing the lead tail due to a lot resistance. All set screws were backed out at that point in trying to place the lead. The patient underwent a revision procedure wherein the lead and ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that during the procedure the physician fractured one of the lead tails while placing the lead in the ipg. The physician had a difficult time placing the lead tail due to a lot resistance. All set screws were backed out at that point in trying to place the lead. The patient underwent a revision procedure wherein the lead and ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.